Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. Product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were having an error on their device with a serial number. They are also concerned that they might get infections or swollen. The patient also reported a burning sensation where the leads are placed. As a result of what was reported, the call agency advised the patient to contact the healthcare provider's (hcp) office and they said they would go to the hospital which is what their sister had to do when they got their leads placed. The next day, patient said they didn't experience a communication error; they noted their wire was dislodged. As a result of what was reported, they were advised to contact the hcp's office. No further patient complications have been reported as a result of this event.